Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. During follow-up, the device battery interrogation recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information has been requested regarding the event resolution, but were unsuccessful. At this time, the device remains in service. No adverse patient effects were reported.